Event description:
Subsequent to the previously filed medwatch, additional information indicates that on (B)(6) 2013 the patient condition was good and no additional procedures are planned. No additional was information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed; however, the kink was unable to be confirmed due to the distal end of the device was not returned. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during advancement of the armada percutaneous transluminal angioplasty (pta) catheter in the heavily calcified ulnar artery, resistance was met and force was used to advance the catheter. Using a non-abbott indeflator, the armada balloon was inflated one time at 8 atmospheres and held for one minute. There was no difficulty inflating the balloon. During inflation, the shaft of the catheter detached approximately 1cm proximal to the balloon. The balloon with the attached 1cm portion of the shaft remained in the artery. A kink and damage to the catheter shaft was noted. There was no damage observed on the device during preparation and the kink was due to the operational context and anatomy. An unsuccessful attempt was made to retrieve the balloon part with a lasso. As a result of the detachment, a thrombosis occurred in the ulnar artery which was treated with heparin. No additional dilatation of the ulnar artery was performed. Due to the failure to treat the calcified ulnar artery, the physician treated another stenosed and calcified lesion at the radial artery so as to improve the clinical condition of the patient. There have been no further attempts to retrieve the detached balloon. The patient's hospitalization had not been prolonged due to the detached balloon or thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4): indication for use; advancement of device against significant resistance.